Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 9 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed the valve had failed due to an unknown reason. Subsequently, a redo-transcatheter aortic valve replacement (tavr) procedure was discussed. Additional information was received that the transcatheter valve was implanted into an existing surgical valve. The valve gradient at discharge was 15 mmhg with no paravalvular leak (pvl). A follow-up echocardiogram one month post-implant showed a 24 mmhg gradient with trace pvl. The exact failure mode was unknown but there was not a current plan for reintervention.

Manufacturer narrative:
Image review: report review: case report provided from (B)(6) 2025. Evolut is implanted inside an edwards perimount 2800 or magna 3000 sav. Native aortic valve appears to be a sievers 0 bicuspid with only two sinuses seen. Possible pannus/thrombus or thickened leaflets vs. Inadequate contrast filling seen inside tav frame. Evolut implant depth: left coronary cusp (lcc) ~12.8 mm and right coronary cusp (rcc) ~13.4 mm. Tortuosity noted in left common iliac. Transesophageal echocardiogram (tee) provided from (B)(6) 2025. Implant depth appears deep. Unable to clearly visualize prosthetic leaflets. Possible paravalvular leak (pvl) with moderate to severe aortic regurgitation. Mild mitral regurgitation. Atrio-ventricular (av) mean gradient is 8 mmhg, may be higher, the interrogation line does not appear parallel to flow. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that seven years and two months following the valve implant, a non-medtronic transcatheter valve was implanted. The post-procedure gradient was 9 millimeters of mercury (mm hg).

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 9 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed the valve had failed due to an unknown reason. Subsequently, a redo-transcatheter aortic valve replacement (tavr) procedure was discussed.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 9 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed the valve had failed due to an unknown reason. Subsequently, a redo-transcatheter aortic valve replacement (tavr) procedure was discussed. Additional information was received that the transcatheter valve was implanted into an existing non-medtronic (carpentier-edwards perimount magna) surgical valve. The valve gradient at discharge was 15 mmhg with no paravalvular leak (pvl). A follow-up echocardiogram one month post-implant showed a 24 mmhg gradient with trace pvl. The exact failure mode was unknown but there was not a current plan for reintervention.